Manufacturer narrative:
The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where the acm was found to be failing during the direction test. Once testing was completed, the acm pca tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acm pca was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the patient side cart (psc) had multiple faults on universal surgical manipulator (usm) #2 and returned immediately after recovering the fault error. The technical support engineer (tse) recommended customer try a hard power cycle and when it powered back on the error 32100 returned on usm 2. The customer tried to reposition usm 2 and recover from the error but the issue remained. Tse explained to the caller that we could try another hard reboot on the system, disable usm 2 and continue with usms 1,3 and 4, or they could swap out the psc with the other system psc. The customer chose to swap to use their other psc. There was no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product analysis is not complete and the log review was inconclusive, the reported event was unable to be confirmed or replicated.